Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the reported complaint. Failure analysis found the primary failure of broken grip cable to be related to the customer reported complaint. The instrument was found to have insulation damage on the conductor wire, exposing the internal wires. The damage was located at the distal end on the bipolar yaw pulley. No material was missing and no thermal damage was observed. Electrical continuity was tested and passed. Root cause was attributed to a component failure. Additional observation not reported was scratch marks or abrasions on the bipolar yaw pulley. The scratch marks or abrasions were aligned with the insulation damage on the conductor wire. The insulation damage observed on the conductor wire is likely related to the scratch marks or abrasions observed on the bipolar yaw pulley. Root cause is typically attributed to mishandling/misuse, such as excessive contact with abrasive or hard surfaces during transport or reprocessing. The instrument was also found to have a severely bent grip, causing side to side misalignment of the grips. There was a 0.074¿ offset at the tips. The root cause of bent-severely instrument grips -tips is typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. A review of the instrument log for the fenestrated bipolar forceps (part# 471205-17 / lot# k10211122/ sequence# (B)(4)) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 on system serial# (B)(4) with 6 uses remaining. Based on this review, the instrument was not used in subsequent procedure(s) after the alleged event. There was no image or video clip submitted for review. This complaint is considered a reportable event due to the following conclusion: the instrument had conductor wire damage. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. .

Event description:
It was reported that during central processing, the fenestrated bipolar forceps had a frayed cable. There was no report of patient involvement and no reported injury.